Event description:
The customer received a control result of 182mg/dl on the contour next ez. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the control for investigation. A new meter kit was sent to him.